Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated they noticed the alarm after playing football with the device attached to them. The customer was underage and was advised to have their parents call back about the return policy. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act and down buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.